Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse installed a new power supply and verified that the system was operational. The cse then placed new reagent packs on the system and performed a daily cleaning procedure. The cause of smoke being emitted from the instrument was related to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator turned off the instrument and called the fire department. There are no reports of injury to staff, damage to property, or impact to patient samples.